Event description:
It was reported that the right ventricular lead had suspected insulation damage as noise and oversensing triggered a lead alert for short interval counts and non-sustained ventricular tachycardia episodes. The lead also had loss of capture and low pacing impedance. Reprogramming was performed to turn the lead off until it could be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).